Event description:
It was reported that customer experienced repeated alarm 9 cartridge alarms on pump while using cartridges filled with less than or equal to 300 units and was unable to reload original or new cartridge and resume insulin. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy. Technical support confirmed shipping details and sent replacement pump.